Manufacturer narrative:
The reported complaint cannot be confirmed due to the sample was not returned for evaluation. Therefore, no evaluation was performed. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions and precautions for proper use and handling of the device. Additionally, the condition required to ensure the proper lens delivery. The manufacturing record review was performed. A manufacturing record review (mrr) did not identify a non-conforming unit being released. The units were released according to specification. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when inserting the intraocular lens (iol) into the patient's eye the surgeon experienced a folding/unfolding issues. Reportedly, the lens rolled up into a ball. The lens itself was all rolled up inside the cartridge causing it to not come out correctly. It was forcing the tip of the cartridge to expand when the surgeon tried advancing it through the injector. The surgeon removed the lens and replaced it with a another lens of the same model and diopter. There was no incision enlargement or suture used. There was no patient injury reported. No further information was provided.